Event description:
Customer reports, "on 4/23/97 feeding tube placed with difficulty. Abdominal x-rays revealed the tube to be coiled in the stomach. Feeding tube started. 4/24/97 chest x-ray revealed tube to be in left lung. Chest tube placed. Pt died a few days later. Unclear what if any role this incident had on the pt death."